Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag 500cs was damaged before use. The following was reported by the initial reporter: "it was reported that one side of the flanges were broken off prior to use. Verbatim: consumer reported, prior to use, one side of "flanges" was broken off syringe. She could not use syringe. Stated, she found the broken syringe last week. Lot: 9287751, catalog: 324911 date of event: unknown, sample: yes. Declined replacement, made correction to spelling of last name (B)(6)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (1) loose 1/2cc, 6mm syringe. Customer states that one side of the flanges were broken off prior to use. The returned syringe was examined and exhibited a broken flange. A review of the device history record was completed for batch# 9287751. All inspections and challenges were performed per the applicable operations qc specifications. There were nine (9) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)".

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag 500cs was damaged before use. The following was reported by the initial reporter: "it was reported that one side of the flanges were broken off prior to use. Verbatim: consumer reported, prior to use, one side of "flanges" was broken off syringe. She could not use syringe. Stated, she found the broken syringe last week. Lot: 9287751, catalog: 324911, date of event: unknown, sample: yes. Declined replacement. Made correction to spelling of last name (B)(6)".